Event description:
On 11-18-05 I noticed a severe blurriness in my right eye and later that evening I awoke with severe right eye pain, severe sensitivity to all lights, drippy right eye, redness, lasting more the 3 weeks. The problem came back as soon as I used the renu with moisture loc approximately 7-8 days after I had stopped using my contacts. I no longer use contacts or solutions.